Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to procedural factors due to visualization difficulties due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult. Difficulty was encountered during leaflet insertion. An attempt was made to deploy triclip. The clip had single leaflet device attachment(slda) from the anterior leaflet. Another mitraclip was implanted to stabilize the slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.